Manufacturer narrative:
Concomitant medical products: product ID 977a275, lot# serial# (B)(4), implanted: (B)(6) 2021, product type lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 17-jul-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient had a lack of proper coverage. Patient was also experiencing burning sensation at location of lead. Patient was brought in for lead revision. Physician repositioned right supraorbital lead. The issue was resolved.